Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. We have no further complaints on the material/batch. The complaint cannot be determined. Corrected data: h6: investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer reported one (1) clotted specimen with b25023c6.